Event description:
It was reported this patient was on holiday when beeping tones were heard from this subcutaneous implantable cardiac defibrillator (s-ICD). The patient presented to the hospital where upon interrogation, a premature battery depletion alert was noted. The patient was subsequently hospitalized and the device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. It was stated that a device replacement procedure would be scheduled when the patient returned to their residence country. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported this patient was on holiday when beeping tones were heard from this subcutaneous implantable cardiac defibrillator (s-ICD). The patient presented to the hospital where upon interrogation, a battery depletion (bd) alert was noted. The patient was subsequently hospitalized and the device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. It was stated that a device replacement procedure would be scheduled when the patient returned to their residence country. The s-ICD was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported this patient was on holiday when beeping tones were heard from this subcutaneous implantable cardiac defibrillator (s-ICD). The patient presented to the hospital where upon interrogation, a battery depletion (bd) alert was noted. The patient was subsequently hospitalized and the device data was forwarded to boston scientific technical services (ts) for review. Ts confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. It was stated that a device replacement procedure would be scheduled when the patient returned to their residence country. The s-ICD was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.